Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. No actual event date was provided. Therefore, date of event is an estimate based on current information.

Event description:
Date unknown, a gore® propaten® vascular graft (h050040j/lot: unknown) was used in a shunt surgery. Date unknown, a seroma was observed around the graft. On date unknown ((B)(6) 2018), the physician explanted the gore® propaten® vascular graft where the seroma was observed and replaced it with another vascular graft. No further information was provided.